Event description:
The iab was inserted into the pt on 12/6/96 at 11:00 a.m. And removed on 12/7/97 at 5:10 p.m. The iab did not malfunction. As a result of the event, the pt had ischemia. A vascular surgeon was consulted and the iab needed to be removed. The contact stated that the pt went on to expire and it was not a direct consequence of the iab or iab therapy. (Event complications: ischemia/removal required-reported 7/7/97). (Pt's current status: expired-rpt'd 7/7/97).